Event description:
On (B)(6) 2025 the user reported that the ilet device sleep/wake button was intermittently unresponsive. The user reset the sensitivity of the button, which restored reliable responsiveness. Blood glucose levels were not affected and no adverse clinical outcome was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.